Manufacturer narrative:
Device 3 of 8. Role of nurse: me+ nurse team based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user called in due to multiple attempts by nurse to contact concerning issues with wafer. The end user stated that he had received two market units and per his usual routine. He opened each box and laid out the wafers on the bed to see if anyone had the center starter hole off center. Out of the twenty wafers from two different market units both with the same lot/batch number, he had eight wafers that were off centered. He was unable to determine the exact numbers from each separate market unit that were off centered since he took them out of the boxes, however, he was sure the total was eight wafers that he could not use. The photographs depicting the issue were received from the customer.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary c22 and d17 were selected under imdrf investigation findings and imdrf cause conclusions respectively because they are not adequately described by any other term for "an over the time fade on the criteria for the decentralization defects and the correct use of the tooling available on the line". Batch record review: lot 2c04542 was manufactured on 28/mar/2022, in ats #2 line, with a total of (B)(4) market units (mkus). Compliance engineer performed a batch record review on 14/may/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification 1222278 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: the photographs related to the reported problem was available and the reported defect can be seen. Conclusion summary of the related event: during the event summary and impact evaluation of this nonconformance report (ncr), with the support of the triage team expertise, the most probable causes of the problem identified: after performing the root cause analysis, it was concluded that the non-conformance was related to an over the time fade on the criteria for the decentralization defects and the correct use of the tooling available on the line. The appropriate actions will be taken through the actions. The investigation associated with related event was approved and complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.